Manufacturer narrative:
(B)(4): three days after the confirmed diagnosis of peritonitis, the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident therapy for peritoneal dialysis (pd). Therapy was permanently withdrawn. The patient experienced abdominal pain and a fever as a result of the peritonitis. The cause of the peritonitis was unknown. No treatment information was provided. It was not reported if the patient remained hospitalized. It was unknown if the patient recovered from the peritonitis.